Manufacturer narrative:
The ventilator was examined by our field service engineer, who conducted a 1.5-hour test using a test lung. No anomalies were detected, and the o2 concentration was delivered as set. The ventilator successfully passed all functional and safety tests and was cleared for clinical use. No parts were replaced. A review of the ventilator logs showed that the chosen ventilation mode was niv pressure support. The event log from (B)(6) 2024 (believed to be the correct event date) recorded multiple high o2 concentration alarms over approximately two hours, indicating fluctuating o2 levels. These alarms are triggered when the o2 concentration exceeds the upper alarm limit, which is fixed at the set value +5 vol%. The test log confirmed that pre-use checks were successfully performed both before and after the event. Additionally, the technical log did not contain any error codes indicating a ventilator malfunction at the time of the incident. The observed fluctuations in o2 concentration and the corresponding alarms likely indicate an unstable wall air supply. If the gas supply is insufficient, pressure drops, causing the ventilator to compensate by delivering 100% o2 to maintain the correct tidal volume, which in turn triggers high o2 concentration alarms. In conclusion, there is no evidence of ventilator malfunction during the ventilation period. However, the generated alarms suggest an unstable wall air supply, temporarily increasing the delivered o2 concentration, which the ventilator correctly detected and alarmed for.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during non-invasive ventilation, the delivered o2 concentration was higher than set. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.